Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the morning of the call, his blood glucose value was 350 mg/dl and then it went up to over 500 mg/dl. The customer stated he found his dog had chewed on the infusion set. Customer stated he would treat with manual injection. The insulin pump would not be replaced or returned for analysis.